Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly and pump error alarm. The customer stated the center button had to pressed more than once to work. The customer reported no or delay in delivery of insulin, or not delivering the required insulin. It was also stated screen was dimmer which made it hard to read, and insulin pump was louder and took longer to rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.